Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate of 20 bpm. Lead testing noted elevated threshold measurements and loss of capture. However, impedance measurements were within normal limits. A revision procedure was performed and the lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.